Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. MFR report number 3004209178-2011-82410.

Event description:
The customer reported that the paramedics were called to her home due to a blood glucose reading of 18 mg/dl. The customer stated that she changed the infusion set before going to bed that night, and noticed that insulin had leaked into her reservoir compartment. After changing the infusion set and going to bed, the customer woke up at midnight with very low blood glucose levels. The customer drank juice and ate, but continued to have low blood glucose levels. The customer lost consciousness and woke up with paramedics around her. The customer was treated at home, not hospitalized. The customer stated that the insulin pump was not exposed to high magnetic fields prior to the event. Troubleshooting was attempted, but the insulin pump could not complete the displacement test due to a no delivery alarm and a version message on the screen. Advised the customer that the insulin pump would be replaced.